Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue being peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invaded lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the reported fault was likely a result of wear and tear. Additionally, inside the light guide lens had stain. The light guide lens had humidity and corrosion inside due to insufficient cleaning. The forceps elevator had a leakage. Due to deformation of the grip, a crack on the scope body, damage on the channel tube, damage on the plastic distal end cover water tightness was lost. Due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value. The distal end was shaved. The mouthpiece and the electrical connector had corrosion. Due to damage on the charged coupled device unit, the image had white dots. The connecting tube buckled. The air/water cylinder and suction cylinder had no color. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported physical defects of the bending section and insertion on the evis exera ii duodenovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: inside of light guide lens has stain. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.